Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as compressor, piston failure.

Event description:
End user reports that the device is not misting at all.